Event description:
Line was placed (B)(6), 2011 and had been dialyzed without incident 3 times. On (B)(6), 2011, line dialyzed. Nurse removed needless injection and clamped the lumens. The nurse attached the syringe, unclamped the lines to aspirate heparin. While aspirating the heparin there was a foaming air bubble substance in the syringe. Rapid response called and pt sent to ICU in stable condition. Facility wants to know if there are holes in the line that would have caused the air bubbles.

Manufacturer narrative:
This complaint is unconfirmed. No leaks were observed emanating from the catheter during functional testing. The complaint incident could not be replicated in the laboratory setting. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) review is not possible, as no manufacturing lot number has provided by the complainant.